Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the site had vessel sealer extend (vse) instrument shaft damage and pieces of the shaft fell into the patient. The site called asking if it was viewable on x-ray. The shaft pieces are not viewable on x-ray; the customer said they are very small pieces, and they could not find them. The procedure was completed.